Event description:
A 22 gauge intima product was being used. After the sharp was withdrawn through the rubber diaphragm, the catheter and tubing were hooked up to the medrad power injector. When the injection started blood and contrast sprayed back through the tubing and diaphragm. The technician was sprayed over clothes, across the face into eyes. The technician put thumb over the prn and continued with the therapy.